Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however no specific bg level was provided. Reportedly, the customer had just successfully delivered a bolus with the pump, yet the pump annunciated an "incomplete bolus alert" which prompted the customer to deliver a manual injection. Customer indicated manual injections would be used as back up therapy.